Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and was ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, and before surgical port placement, error 319 occurred in the logs, resulting in the arm being disabled. The error indicated that a configured node did not respond during startup. The procedure was aborted with no report of patient involvement.